Manufacturer narrative:
Investigation: the customer noted that the file broke in the patient's canal and was not able to be retrieved. No product has been returned for examination or to identify lot number. Unable to determine cause. Files can break if the canal hasn't been properly prepped, if the file binds, if the speed or torque is too high, or the incorrect instrument is used.

Event description:
Customer stated that the rotary file broke in the canal. Size 30 and 35. Both 04 taper. 25mm length the broken files were not able to be retrieved.